Event description:
It was reported that this right ventricular (rv) shock lead impedance (sli) reached about 133 ohms. This is slightly higher than it has been, as the recent measurements were around 123 ohms. The patient reportedly had a shock in march and the sli was about 86 ohms. Technical services suggested to continue to monitor the issue. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.